Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. With review of the reported information and analysis of the returned device with no confirmed malfunction, a root cause cannot be determined. Although a definitive clinical root cause cannot be determined, clinical status such as post operative infections, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Coagulation events as well as infection events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The instructions for use (IFU) addresses guidelines for optimal patient management. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that the patient who was implanted lvad on (B)(6) 2015 experienced bacterial pulmonary infection located along driveline/mediastinum area. It was treated with IV drug therapy and surgical intervention (wound dehiscence occurred on (B)(6) 2015). On (B)(6) 2015, 1 unit of packed red blood cells transfused for coagulopathy with no surgical site bleeding with noted inr of 1. Anticoagulation at the time of event were warfarin, heparin, and aspirin. Finally on (B)(6) 2015, the patient was discharged alive with a device in place to home.